Manufacturer narrative:
Device analysis: the device performed within specifications.

Event description:
The operative report indicated, that on (B)(6) 2012 "the pt was examined and there was no defect at the skin level, but the pt at that time was vomiting." Later that day it was reported that the wound had come apart and edges were reapproximated on (B)(6) 2012. A non-specified infection was also noted. "At that time, an obstruction series had been carried out which showed a small-bowel obstruction. Cat scan obtained on that same day was consistent with a herniation of small bowel into the subcutaneous tissue, but clearly represented a dehiscence into the subcutaneous tissue." On (B)(6) 2012, the physician removed the device and performed an enterotomy and "decompress the bowel to the point where the abdomen could be closed." It was reported that the pt "tolerated procedure well."